Event description:
It was reported that while using the surgical fiber during a prostate procedure, the end of the fiber tip broke off inside the patient. The tip was retrieved. The procedure was completed using a second surgical fiber which reportedly, "burnt out at the end of case." This report is for the first fiber used. There was no patient injury reported.

Manufacturer narrative:
(B)(4)

Event description:
The fiber was expired at the time of use.